Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary healthsight viewer and associated devices were intermittently showing as not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the health sight viewer and associated devices were intermittently showing as not communicating. A technical support specialist (tss) applied knowledge article (medstation es ¿ 1.7.x ¿ devices are going in and out of critical) and implemented the recommended solution and the issue was validated and resolved successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary healthsight viewer and associated devices were intermittently showing as not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.